Event description:
It was reported that during an acl surgery when the wand was plugged in to the console, it alarmed and showed an e4 error. The procedure was completed with a competitor device with no significant delay or patient injury reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode wear with discoloration/contamination and scuff/scratch marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation, the wand was plugged into a known good generator. The device was activated in saline solution at default and maximum settings and produces plasma in saline solution as specified. The suction line was tested and performed as intended. The complaint was not verified but the root cause could not be determined with certainty. An e4 will occur if the generator detects a power spike. The output is deactivated in order to protect the wand and generator from excessive power delivery. The power spike could be the result of a wand short or the wand striking a conductive surface with the electrode. There were no indications to suggest the device did not meet product specifications upon release into distribution.